Event description:
It was reported that a pump malfunction occurred. There was no adverse impact to the customer's blood glucose level. The caller received assistance from technical support to reset the pump and was informed to continue using it while being advised to call back if the issue recurred. The customer acknowledged and understood the instructions.